Manufacturer narrative:
The pump user guide states: do not use any other insulin with your system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level ranging between 360-361 mg/dl; suspected cause was an unspecified issue with the pump. A correction bolus was delivered to address bg. Customer reverted to alternate insulin therapy for diabetes management. Reportedly, during the event the customer was using fiasp insulin within the pump supplies. Tandem technical support advised the customer against using the pump with fiasp insulin.